Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when disconnecting the alaris tubing from the central line, the tubing broke at the hub and disconnected from the primary line. It was reported that the patient arrived from the or to the ICU with a nitroglycerin infusing at an unspecified rate when the event occurred .